Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: data not available omnipod software app version: 4.0.2 operating system: bd1a.250702.001 hardware: pixel 10 pro xl cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 350 mg/dl while wearing the pod for an undisclosed period of time. Reportedly, the patient had been experiencing high blood glucose levels for the past 2 weeks. The patient confirmed that the pink slide did not move forward and the cannula did not properly insert into the skin. There was no reported redness/swelling nor insulin leakage at the insertion site. No alarms or alerts were received. Upon removal of the pod, the cannula appeared normal. No treatment was reported. The patient stated they were currently not using a sensor. They had lost their pdm controller and waiting for the va to send a replacement for the past for 2 to 3 weeks. Their backup treatment method was manual injections.